Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt fell down the stairs and broke the implantable neurostimulation system. No further details, pt symptoms or outcome were provided. Additional info was requested but not available as of the date of this report. A follow-up report will be filed if additional info becomes available. See also MFR report # 30042091782011-07365 for info related to concomitantly implanted neurostimulator system.